Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint of check for empty tubing alarm. The reported problem was confirmed with event log history. Service history review identified this device has not been in for service previously. The downstream occlusion (dso) test failed. The dso seal had moderate bubbling. There was contamination found at the dso sensor area. The probable cause of the reported problem was contamination. Replaced the dso sensor. The device passed functional tests after repair.

Event description:
It was reported that there was an empty tubing alarm. There was unknown patient involvement or patient harm.